Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two complaints the occurred during the same procedure. Refer to MFR report #3005099803-2009-06268 for the other associated device info. It was reported to boston scientific corp that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2009 (pt age: over 70 years old). According to the complainant, during the ercp when the extractor balloon was pulled through the common bile duct, the balloon popped. A second extractor rx retrieval balloon was used and this balloon also popped when being pulled through the common bile duct. The procedure was completed with a third extractor rx retrieval balloon. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.